Event description:
Customer obtained the following readings within 10 minutes on the aviva system: 298 mg/dl and 113 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer obtained the following readings within 10 minutes on the aviva customer obtained the following readings within 10 minutes on the aviva customer obtained the following readings within 10 minutes on the aviva system: 298 mg/dl and 113 mg/dl. No actions taken based on device system: 298 mg/dl and 113 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device results. No adverse event reported. Requested return of suspect device and replacement was sent, and replacement was sent.